Event description:
An infusion pump with a condition of reads depleted battery-changed overnight. The failure was reported to have occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported.